Event description:
It was reported that the customer's insulin pump alarmed with a motor error during basal rate insulin delivery. The customer stated the insulin pump had not been bumped or dropped. The displacement verification test passed. Upon insertion of a new reservoir, the insulin pump alarmed motor error again during basal rate insulin delivery. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, reservoir tube lip and a display window.